Manufacturer narrative:
As no further information concerning the report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right atrial lead was suspected during CT scan to have perforated this patient's heart tissue. Upon surgical intervention, this lead was confirmed to have not perforated. Due to physician's discretion this lead was explanted and replaced during this procedure. As surgical intervention was necessary to confirm lead status based on perforation suspicion, this is considered a serious injury. No evidence or allegation of product malfunction. No additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right atrial lead was suspected during CT scan to have perforated this patient's heart tissue. Upon surgical intervention, this lead was confirmed to have not perforated. Due to physician's discretion this lead was explanted and replaced during this procedure. As surgical intervention was necessary to confirm lead status based on perforation suspicion, this is considered a serious injury. No evidence or allegation of product malfunction. No additional adverse patient effects.